Event description:
Customer stated, "puts a moist towel under her shirt and then the pad over that, shoulder/ back, burnt the skin off my back." The user seeked medical assistance. She was given a tetanus shot and cream. The product has not returned for investigation. Bce called the customer on 3/12/19 to remind them to return the product for investigation. User did not provide a lot number either. Without the product or lot number, bce cannot make any further determinations. The customer admitted to misusing the product by leaning against the pad. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".